Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. 367989 , batch no. 9165861. It was reported there's clotting. Spoke with the customer. She stated that they do not always fill the tubes completely, and the number of times they invert varies. She could not give me a number, and states that they allow the tube to sit before centrifuging (no specific time), but the serum clots, and she wanted to verify that it was ok to rim the tubes and re-spin. I explained that this practice is not acceptable, and the tubes should be allowed to sit for at least 30 minutes before centrifugation to clot properly, and explained that the tubes should not be re-spun as this might result in erroneous k+ and other analytes. I provided my telephone number and email, and requested the catalog/lot# of the tubes. I sent her the link to the IFU, the tech talk, and the processing wall chart for the sst tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. 367989, batch no. 9165861. It was reported there's clotting. Spoke with the customer. She stated that they do not always fill the tubes completely, and the number of times they invert varies. She could not give me a number, and states that they allow the tube to sit before centrifuging (no specific time), but the serum clots, and she wanted to verify that it was ok to rim the tubes and re-spin. I explained that this practice is not acceptable, and the tubes should be allowed to sit for at least 30 minutes before centrifugation to clot properly, and explained that the tubes should not be re-spun as this might result in erroneous k+ and other analytes. I provided my telephone number and email, and requested the catalog/lot# of the tubes. I sent her the link to the IFU, the tech talk, and the processing wall chart for the sst tube.